Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies or distortion. The cause of the reported event was solely due to the helix clogged with blood/tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was found to have an unspecified helix rotation issue and could not be fixed to the heart muscle. The physician elected to replace the ra lead during the procedure. The patient was in stable condition throughout.